Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has confirmed that the trunk cable was cut. The root cause for cut trunk cable was physical abuse. There was no adverse event that resulted from the damaged belt.